Event description:
Ot was being fed using a pump. An unk amount of an enteral feeding solution was hung, and the pump was set to deliver 55 ml/hr. An unk amount was delivered in an unk time frame. There was no illness, injury or medical intervention resulting from the event. One pt involved.

Event description:
Pt was being fed using a pump. 948 ml of an enteral feeding solution were hung, and the pump was set to deliver 80 ml/hr. Entire amount was delivered in 9.5 hrs. There was no illness, injury or medical intervention resulting from the event. One pt involved.